Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous, non calcified left main (lm). The lesion was predilated with a 3.0x15mm non bsc balloon and then the physician implanted a taxus stent in the lm. The physician then attempted to cross the lesion with a 3.50x12mm taxus liberte stent; however, during advancement, the device became stuck inside of the previously implanted stent and was unable to cross through. The device was able to be successfully removed from the pt and it was noted that the stent struts were lifted. The procedure was completed with another of the same device with no pt complications reported. The pt's current condition is listed as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).